Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed alarm occurred three times. The customer¿s blood glucose was 110 mg/dl. Customer reported that they were able to clear the alarm. Customer reported that the insulin pump did require rewind. Customer was able to complete rewind. Customer was also reported that they received low battery alarm. Customer troubleshooting was declined. The insulin pump will not be returned for analysis.